Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles were seen in the gel of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed a gel air bubble and poor barrier separation. Additionally, a total of 100 retained samples were visually examined and exhibited no gel defects. Complaints for sample quality were not under statistical control for the month of september 2025, additional testing will be performed. Factors that may contribute to poor barrier separation and gel air bubbles were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, poor barrier separation and gel air bubbles, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both returns and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation and gel air bubbles based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles and poor barrier separation were seen in the gel of one tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles and poor barrier separation were seen in the gel of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected additional information. B5. Describe event or problem: it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles and poor barrier separation were seen in the gel of one tube. No adverse impact was reported regarding the patient or user.